Event description:
A 24mm x 14mm diameter x 13.5cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in pt in 2001. The pt had a history of coronary artery disease and permanent pacemaker. It is reported that it was a straight-forward case. There was mild tortuosity and no calcification. It was reported that the pt was prepped and draped in the usual sterile fashion. Bilateral common femoral artery exposures were performed. The pt was fully heparinized. A 9 french sheath and wires were placed through the common femoral artery. A 5 french sos omni catheter was placed via the left common femoral site and placed selectively into the left renal artery. Selective injection was performed which comfirmed placement in the left renal artery and provided a landmark for endoluminal stent graft placement. The stent delivery system was placed through a 22 french sheath in the right common femoral site. This was placed below the renal arteries and deployed without difficulty or complication. The contralateral stump was then cannulated and a wire was placed proximally. Intravascular ultrasound was then used to assess the region and confirmed the intraluminal placement of the wire. The proximal portion of the stent graft was interrogated and appeared to be in good apposition to the wall. Both renal arteries were widely patent. A 14mm diameter x 11.5cm length iliac limb was then placed through the 16 french sheath on the left and placed high into the gate and brought down into the left iliac. The iliac stent graft was successfully deployed and angioplastied with good apposition, which was confirmed by intravascular ultrasound. Completion aortogram demonstrated the graft to be in good position with both limbs filling. However, there was still significant contrast enhancement of the saccular aneurysm. It appeared that there was a proximal leak, despite the fact that the stent graft initially appeared to be 2cm above the origin of the saccular aneurysm. At this point the physician elected to place an add'l 26mm diameter x 3.75cm length aortic cuff. The aortic cuff was placed into the proximal segment immediately below the renal arteries. The aortic cuff was deployed; however, it appeared to catch right at the bifurcation of the graft and did not fully deploy on the left side. This resulted in occlusion of the left limb of the graft. The physician made attempts to open the occlusion by bringing wires from below and accessing the right brachial artery site and bringing from above. Add'l attempts were made using an 8 french guiding sheath to provide pressure and open up the incompletely deployed aortic cuff. A 20mm dilatation balloon was used to push against the sheath in an effort to square the aortic cuff off to fully deploy it. The physicians could not get the aortic cuff to fully deploy at its distal end continuing obstruction of the left limb of the graft. At this point no further intervention was warranted, however, a femoral-femoral bypass graft was performed. It is reported that femoral access was made through the established groin incisions. Control was maintained was avascular clamps of both the common and femoral arteries. The arteriotomy was enlarged by placing wires and sheaths for the placement of the endograft and an 8mm spiral wound gore-tex graft was delivered. An anastomosis was constructed on the right side first. The anastomosis was flushed externally and then flow was established down the right leg, and similarly the left-sided femoral anastomosis was accomplished. This was flushed from above and below before establishing flow. An excellent pulse through the graft and the left femoral vessel was attained. Pulses in both feet were satisfactory by doppler. The pt's feet were warm and pink with good flow. The post procedure aortogram following the femoral-femoral bypass graft demonstrated the aortic graft to be in good condition. There was no further leak or opacification of the saccular aneurysm. The right limb was widely patent and there was no flow in the left limb of the graft. The pt was transferred to the recovery room in the good condition. No add'l clinical sequelae was reported relative to this event. The pt was discharged home in stable condition with no problems or complications.